Event description:
The customer reported that a pt coded while being monitored on the panorama central station with dpm 7 bedside monitor, the central station did not emit an audio alarm. Customer did not attribute the pt's death to the device.

Manufacturer narrative:
There were no audio alarms because an audio cable became unseated from the long view receiver, which supplies the monitor speaker with audio sound. Corrections included replacement of the audio cable by in-house biomedical staff.